Event description:
It was reported that during a lap cholecystectomy procedure, the device had one scissored clip then the jaws would not release off the tissue. Scissors were used to cut the device off the tissue. There was no patient consequence.

Manufacturer narrative:
Info was not provided by the initial contact. Info anticipated, but unavailable at this time.